Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to the emergency department (ed) on (B)(6) 2017 with shortness of breath and hypoxia. The patient was placed on bilevel positive airway pressure (bipap). Subsequent labs revealed the patient had respiratory acidosis with ph 7.0 for which the patient underwent rapid sequence induction (rsi) without significant improvement. The patient was transferred to the implanting center and placed on epinephrine and levophed. It was noted that the patient's white blood cell count was 40 upon admission. Empiric antibiotics were initiated. Carbon monoxide (co) improved. Pressors were attempted to be weaned, however, the patient became agitated and tachycardic. A head computerized tomography (CT) was performed on (B)(6) 2017 and revealed a diffuse bilateral supra and infratentorial infarcts likely due to global cerebral hypoxia. The neuro team was consulted and the patient was given poor prognosis. Per the family's request, the intensive care unit team proceeded with maximal support through the morning of (B)(6) 2017. At that time, the family decided to withdraw care and the patient passed away. Cause of death was anoxic brain injury.